Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-07945 for a description of the first device. It was reported to boston scientific corporation that a genesys hta procerva was used in a hydrotherm ablation procedure (hta) on (B)(6) 2013. According to the complainant the physician was unable to obtain a seal during the cavity seal test. There were multiple fluid loss alarms noted with a range of 35-45 cc/minute fluid loss rate. A second of the same device was tried and the same problem was noted. A different device was tried with the same result. It was reported the patient's uterus had a perforation. It is unknown how the perforation occurred. Multiple attempts to obtain additional information were unsuccessful. The patient was reported to be fine at the end of the procedure.